Manufacturer narrative:
Combination product: yes. The device was received for analysis. Explant date is currently unknown. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The provided x-ray confirmed the retracted helix in the implanted state. The returned lead showed a bent fixation helix. The deformation probably occurred during the implantation procedure due to mechanical stress. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
One day after the implantation, the ventricular lead spiral retracted resulting in high threshold and a rise in impedance. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.